Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8080269. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system broke during injection and the drug leaked. Verbatim: "nurse feedback catheter broken during injection of enhancing drug, drug leaked into tissue, leading to enhance CT failure, swelling of limbs, compress with dexamethasone, limb elevation treatment. Md registration certificate#(B)(4)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system broke during injection and the drug leaked. Verbatim: "nurse feedback catheter broken during injection of enhancing drug, drug leaked into tissue, leading to enhance CT failure, swelling of limbs, compress with dexamethasone, limb elevation treatment. Md registration certificate# (B)(4).